Event description:
Customer called to report the infusion set became disconnected from his body. The customer's glucometer went blank and did not come back on after he replaced the battery. Customer felt that his blood glucose was low and treated with manual injection. Advised the customer to drink some juice to raise his blood glucose. Customer drank some juice and felt better. The customer declined troubleshooting because he knows why he had low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).